Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that patient experienced extreme decrease of blood pressure after total hip arthroplasty surgery. Post-op x-rays showed the bone plug and bone cement falling down to distal of the marrow cavity. The patient got well, and the surgeon did not perform any additional surgery.